Event description:
It was reported that three days after admission, a surgery for jaw deformity was performed, and the endotracheal tube was removed the next day and this product was intubated. On the seventh day when the patient was hospitalized, oxygen saturation spo2 level dropped to the 80s, and when the intermaxillary fixation was removed, the oxygen saturation spo2 level recovered. After the patient was discharged from the hospital, the patient visited another hospital, and an airway was discovered in the pharynx and was removed. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Catalog number, lot number, expiration date and UDI number, name and address, 510k and device manufacture date are unknown, no information has been provided to date. No product was returned from the customer and are unable to confirm the reported complaint. If the product is returned the manufacturer will reopen this complaint for further investigation. A device history report (DHR) review could not be performed as the device lot number is unknown.

Manufacturer narrative:
No product was returned for analysis. No product lot number was provided, therefore, no review of manufacturing device history records could be conducted. Based on the available information, the reported issue could not be confirmed and no root cause could be found. No actions have been taken.